Event description:
I experienced pain and discomfort when using the toric lenses. Felt as if there was a foreign object in my eye stabbing me. I thought I had just put them in wrong, but could not fit them to be comfortable. The lens would not stabilize to produce clear vision either. Even on lenses that did not produce any pain or discomfort, they would tend to "float" out of place so that my vision was distorted and fuzzy. I have worn various pairs of the toric lenses out of batches 10470500006018 and 10470500003018. Some were more noticeably uncomfortable and others were only slightly "annoying" because they just didn't want to seem to "fit" correctly or sometimes just didn't seem "clear." One lens I put in was noticeably thicker than normal. I went to coopervision's website, but neither of these lots were listed in their recall. I am very frustrated. Also, I have never been contacted by coopervision or by the provider where I purchased these lenses (B)(6) or by (B)(6) who prescribed these lenses to be alerted about the recall. I only found out about the recall because I was researching the lenses and trying to find out if I was putting them in incorrectly when I stumbled across the notice on the internet about the recall. Very disappointing to have to find out this way. I've been dealing with these troublesome lenses since I received them in (B)(6) and thought it was something I did and not something wrong with the lenses. I now have to see if I can get different lenses all together, because I don't trust any lenses this company makes, especially the avaira brand. In addition to the physical problems noted above, this has resulted in lost time dealing with this issue and expenses on my part which will probably include another eye exam for which my insurance will not cover since it is less than a year since my last exam. Dates of use: (B)(6) 2011.